Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to the fixing screw of the turret having been detached. During inspection is was also found that the rear partition was missing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an error message e104 while using visera 4k uhd xenon light source. There was no procedural involvement therefore there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿e104 error¿, was reproduced. It was determined that the screw of the turret unit had come off resulting in abnormal turret function. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.